Event description:
It was reported via repair work order that the stool will not stay in the raised position due to a jack assembly pump piston that was worn which was causing the stool to drift down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.